Event description:
It was reported the patient experienced withdrawal following a refill. The patient had gone in for a normal refill the day before thanksgiving. "Everything was fine" during the refill and the rest of that day. The day after the refill, in the morning, the patient experienced symptoms of withdrawal including itching, agitation, a "sensation like ants", inability to relax, and reportedly "felt awful". The patient was admitted to the hospital and treated for withdrawal. The patient was placed on oral medication for a couple of days. "Everything settled down" and the patient was "fine." This was the first of this type of occurrence. The patient status was good following the event. Drug volumes in the pump were checked and were good. The patient had seen the physician twice since the event and the device "seems to be working just ine". No imaging tests have been performed. The drug used in the pump is a mixture of morphine. Compounded baclofen, and bupivacaine (no dose or concentration were reported - patient is reportedly on a "high level of morphine). The refill drug mixture was tested and was "fine". Additional information has been requested, but was not available on the date of this report.